Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was a hospitalization due to a skin infection from the sensor. The blood glucose reading was 102 mg/dl. The customer was in the hospital for four days and was on the insulin pump during that time. The customer was unable to troubleshoot for the past event.